Event description:
A customer contacted stryker to report that their device displayed a white screen and illuminated its service led. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The product analysis center further evaluated the removed part and determined that the cause of the reported issue was due to the processor, u18, on the system pcb assembly.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displayed a white screen and illuminated its service led. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.